Event description:
The reporter contacted animas on (B)(6) 2013 alleging the display on the pump had gradually become dim and discolored. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/02/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings: on testing, the pump powered on to the verify screen per normal operation. The display was noted to be dim and discolored. Unrelated to the original complaint, the battery compartment was noted to be cracked from threads to case seal.